Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system onsite and confirmed that the flexvision computer was unable to boot. The customer found the flexvision pc grabber cards were not initializing. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has implemented a medical device correction z-1144-2024. A replacement flexvision pc was delivered to the customer for replacement. The customer replaced the flexvision pc themselves to resolve the issue. The defective flexvision pc was returned for failure analysis, and the cause of the failure was found to be failed random access memory (ram). After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.